Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given extended functional testing (infusion running) over 12 hours. During this testing no alarms or alerts occurred. The reported issue could not be confirmed.

Event description:
It was reported the device was in use with patient for infusion and alerts were occurring. No adverse effects reported.